Manufacturer narrative:
The device was manufactured prior to the UDI being required. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during cleaning.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was returned with the complaint. The visual inspection of the device confirmed that the posterior tips fractured off the tasp. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp top and bottom. The lot has potentially been in the field for more than two years. It is unknown for how many times the device is being used. The receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is considered conforming due to its extended field life and unremarkable manufacturing records. The complaint was confirmed as the device was returned fractured. This device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate. A previous investigation was opened for the breakage of tasps. A FDA recall contains the related lot number. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause is associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.